Event description:
A break in the retention dome during traction removal. The indwelling period was 141 days. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint was confirmed user related. The retention dome of the ponsky replacement tube tore from the ponsky replacement tube. The inner portion of the dome exhibits a complete bond to the feeding tube. No mechanical damage was noted on the device, which suggests that the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicated that the device was in place for 141 days. Gross visual and microscopic examinations showed no evidence of a defect or deformity related to the manufacturing process. A chr of lot # hura2875 showed one other similar product complaint(s) from this lot. (171105).